Event description:
It was reported that the left ventricular lead placement for two leads was unsuccessful due to the patient's anatomy. Neither lead was used. Patient will be referred for epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on all conductors(not obstructed). (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstructed).